Event description:
The user facility reported a 52-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient experienced access site bleeding during the procedure. The or time was extended attempting to tamponade bleeding next to graft site. The physicians had to be scrubbed back in to assist with controlling bleeding, and made the choice to have chest left open. Patient returned to or for washout and partial closure. The pump was successfully weaned and explanted after just under 6 days.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The cause of the access site bleeding was patient condition as patient had various heart problems and valve replacements prior to the implant. This report is being filed as part of a retrospective review of historical records.